Event description:
It was reported that a user experienced difficulty connecting a dexcom g7 continuous glucose monitor (cgm) sensor, received a message that dosing would stop soon, and was found to be starting the sensor in the dexcom app instead of on the ilet pump; the user was then guided to start and pair the sensor on the pump, after which pairing proceeded. No adverse clinical symptoms reported. Outcomes included restoration of cgm-pump pairing and continued therapy. User support included remote troubleshooting and user education. Investigation of this case revealed user setup error and incorrect pairing workflow, with resolution achieved through correct pairing on the pump. It was concluded, based on previously established findings for similar reports, that the cause was user error and use error related to cgm pairing and configuration.

Manufacturer narrative:
Initial.